Event description:
The customer reported that she was hospitalized due to high blood glucose levels of approximately 489 mg/dl. The customer stated that she was experiencing vomiting and flu symptoms. Troubleshooting was performed, and the insulin pump was found to be programmed correctly. The insulin pump passed the prime test, but failed the high pressure test twice. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.